Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 4 closed samples. Needle attachment strength results conducted on the samples received are 0.280 kgf in average and 0.171 kgf in minimum and fulfil the requirements of the european pharmacopoeia: 0.17 kgf in average and 0.082 kgf in minimum. Batch manufacturing record: reviewed the batch manufacturing record, this product had an incidence not related to this issue and the product was released fulfilling usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements regarding needle attachment strength. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/b. Braun surgical specifications, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with optilene suture. The client reported that the needle comes off the thread several times during an important anastomosis additional information has been requested.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.